Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: during investigation, the pump powered on with the returned battery cap with audible and vibratory features and a blank screen. The pump was opened and evidence of moisture damage was found inside the pump, on keypad flex cable, connector and other internal components. Further testing was not able to be completed due to internal moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons had become unresponsive all at once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.